Manufacturer narrative:
(B)(4). Date of initial report : 08/25/2015. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic small bowel tumour resection, the ls1500 device fired itself. Another one was opened to complete the case. No adverse effect to the patient. No injury/jeopardy. No extension in surgical time.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. Visual inspection noted excessive blood and fluid on the instrument. Pmv did not confirm the alleged event that the device activated itself. The hand switch generated intermittent regrasp alarms when the button was pressed. The device was disassembled to inspect the switch assembly. Fluid was found inside the handle body and around the switch. The fluid penetrated the switch causing it to activate intermittently. The customer is advised to clean the instrument regularly when working a bloody field. The investigation identified the root cause of the reported event to be the user allowing fluid to buildup causing a short in the switch. The IFU states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. No trend has been identified for this failure mode. No corrective action is required.